Event description:
The customer reported that an 840 ventilator had erratic display. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested swapping the lcd panels and vga driver pcb to isolate the problem. Covidien was not authorized to service the device.